Event description:
It was reported that during a femoral artery stenosis interventional procedure, stent placement difficulties occurred. The 85% stenosed lesion was located in the moderately tortuous and severely calcified femoral artery. The epic vascular 7x79mm stent "was not easy to place due to tendency to move forward." The stent was implanted 10mm from the target lesion. The patient was sent to surgery for a bypass. The patient condition is reported as "good." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review for the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.